Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Observed the sensor having an issue communicating with the evaluation module (evm) after de-casing. An extended investigation was also conducted. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor did not read. Performed on the returned de-cased sensor and observed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test. Extended investigation has been also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.